Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative performed an initial evaluation of the customer's device and was able to verify the reported issue but was unable to duplicate it. After checking all connectors and cables and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section h11, additional mfg narrative of the initial medwatch report indicates: a stryker field service representative performed an initial evaluation of the customer's device and was able to verify the reported issue but was unable to duplicate it. After checking all connectors and cables and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11, additional mfg narrative of the initial medwatch report should indicate: a stryker field service representative performed an initial evaluation of the customer's device and was able to verify the reported issue but was unable to duplicate it. After checking all connectors and cables and completing some unrelated repairs, proper device operation was observed through functional and performance testing. Additional manufacturer narrative: during further testing, the stryker field service representative noticed an unexpected shutdown. The stryker field service representative replaced the power pcb assembly to resolve the reported issue. The root cause of the reported issue was determined to be faulty power pcb assembly. Again, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.